Manufacturer narrative:
Product complaint # (B)(4). Initial reporter occupation: lawyer. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
New ecm record created in order to update legacy complaint (B)(4). New etq record created in order to update etq (legacy system) complaint number (B)(4). Reason for original complaint: litigation alleges that patient experienced severe pain over a period of time, which hindered her ability to walk and required various pain medications. Her physician detected high metal levels in her blood. Doi: (B)(6) 2008. Dor: none reported, (left hip). Patient is a resident of (B)(6). Update: 10/10/2012 pfs was received from legal, medical records were received from legal. There is no new information that would change the existing MDR decision. Records are available for further review. Update ad 10 sep 2019: (B)(4) has been reopened under (B)(4) due to receipt of ppf and sticker sheets via cd shipment ad 25 sep. Ppf alleges infection requiring IV antibiotics, metal wear, metallosis and elevated metal ions. Doi: (B)(6) 2008. Dor: not revised, (left hip).

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.